Event description:
It was reported that the health care provider (hcp) was unable to pull any fluid back when doing a catheter dye study, thus there was thought to be an unknown catheter issue. The patient was experiencing a symptom of overall pain. The pump device was used to deliver lioresal. It was later reported that further diagnostic testing was being considered. There were no volume discrepancies to the reporter¿s knowledge, just a lack of pain relief. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical product: product ID: 8711, serial# (B)(4), implanted: (B)(4) 2009, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: catheter. (B)(4).